Manufacturer narrative:
It was initially expected that a fractured portion of the device would be returned stuck inside the coordinating milling handpiece. Upon receipt, no portion of the instrument remained, and its whereabouts are unknown. No devices or photos were received; therefore the condition of the components cannot be evaluated. This device is used for treatment. With the information provided, the reported event cannot be confirmed and a definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the burr shaft broke off when the burr did not release from the handpiece while the handpiece was in the unlock position.